Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-jan-2022. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. A previously identified unrelated deficiency (for quality check codes related to leaks) has been identified for chem8+ cartridge lot h21302 and is being investigated under quality record 802806.

Event description:
On 07-dec-2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9 mmol/l on a patient. There was no patient information available at the time of this report. Return product is not available. Method: I-stat; lab; test/collection. Date: (B)(6) 2021; (B)(6) 2021 ; times not provided. Result (k): >9.0 mmol/l ; 4.0 mmol/l. Sample: a;b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. There was no result times, sample handling or patient information provided at the time of this report. Customer contacted multiple times but to no avail. Hemolysis is suspected on the I-stat sample a but could not be confirmed. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.